Manufacturer narrative:
Tech support asked the account to raise the head section, unplug the ac and battery and see if the head section lowered by itself. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged when the head section is raised and the button is released, the head will lower back down.